Event description:
Patient was at the intensive care unit after having received a surgery. During the surgery a 750 ml canister was applied to the pump. Nurse monitored the patient carefully. When the canister was half filled, he left the room for several minutes. A physician looked after the patient a couple of minutes later and realised that the patient was extensively bleeding. He complained that the alarm of the system was not going off although the canister should have been filled. It has been reported that the dressing came off due to the massive bleeding. Bleeding was stopped by an additional surgery. Head of the ICU indicated that npwt was not the cause, or cotributor to the bleeding, but due to the procedure performed prior to npwt application

Event description:
Patient was at the intensive care unit after having received a surgery. During the surgery a 750 ml canister was applied to the pump. Nurse monitored the patient carefully. When the canister was half filled, he left the room for several minutes. A physician looked after the patient a couple of minutes later and realised that the patient was extensively bleeding. He complained that the alarm of the system was not going off although the canister should have been filled. It has been reported that the dressing came off due to the massive bleeding. Bleeding was stopped by an additional surgery. Head of the ICU indicated that npwt was not the cause, or contributor to the bleeding, but due to the procedure performed prior to npwt application.

Manufacturer narrative:
.